Manufacturer narrative:
The case states the inlet solenoid valve (part of the reverse osmosis cwp) failed. The valve emitted smoke and the fire dept was called. The inlet valve was bypassed and patient treatment was ressumed. Patient treatment was delayed 1 hour and 15 minutes. No patient or handler injuries or illness were reported. Mar cor purification will continue to monitor this complaint within the complaint system.

Event description:
Valve failed to operate and the cwp ro unit shut down. There was a delay in patient treatment.